Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results on alinity c processing module for one patient. The results provided were: on (B)(6) 2024 (B)(6) initial=> 25 mg/dl and 24.64 mg/dl; ega=18.4 mg/dl; bilistick result=17.0 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformance's or deviations with the complaint lot. Review of data for the complaint lot number from customers worldwide indicates the product is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity c total bilirubin reagent lot number 65391uq12 was identified.

Event description:
The customer observed falsely elevated total bilirubin results on alinity c processing module for one patient. The results provided were: on (B)(6) 2024 sid(B)(6) initial=> 25 mg/dl and 24.64 mg/dl; ega=18.4 mg/dl; bilistick result=17.0 mg/dl there was no reported impact to patient management.